Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an atrial arrhythmia burden alert. Presenting electrogram (egm) showed atrial arrhythmia was in progress with oversensing of signals on the ventricular channel. Battery status is fine and lead measurements were satisfactory. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.